Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl ,136 mg/dl, 160 mg/dl and 260 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed and there was no indication that the product did not meet specification. The reported meter was previously returned and investigated, no further investigation will be performed for the meter. Dhrs (device history review) for the freestyle omni test strips was reviewed and the dhrs showed the freestyle omni test strips passed all tests prior to release. Retain testing was performed for (freestyle omni strips) and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl ,136 mg/dl, 160 mg/dl and 260 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Two of the reported readings (160 mg/dl & 136 mg/dl were found in the meter's memory within 10 minutes. The reading of 35 mg/dl was found, however it was not taken with 10 minutes and the reading of 260 mg/dl was not found in the memory log.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 35 mg/dl ,136 mg/dl, 160 mg/dl and 260 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.